Event description:
It was reported that the field representative indicated that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available.